Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced foreign matter contamination in the fluid path noted during use. The following information was provided by the initial reporter: material no. 324911 batch no. 8274826. Verbatim: consumer reported seeing a clear substance inside syringe. Stated he pushes on plunger to force it out so he can use syringe. Stated he is concerned with getting it into his insulin. Lot: 8274826, expiration date: 2023-10-31, item: 324911, date of occurrence, unknown.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced foreign matter contamination in the fluid path noted during use. The following information was provided by the initial reporter: material no. 324911 batch no. 8274826. Verbatim: consumer reported seeing a clear substance inside syringe. Stated he pushes on plunger to force it out so he can use syringe. Stated he is concerned with getting it into his insulin. Lot: 8274826, expiration date: 2023-10-31, item: 324911, date of occurrence, unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8274826. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.